Event description:
It was reported that during a gastrectomy procedure, the device would not staple but cut. With the fourth reload, the stapler cut but it did not staple. There was a 5cm section, repaired with manual suture. Manual suture, nasogastric probe was used and longer hospitalization for surveillance. The patient is fine to date.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with seven cartridges reloads present. The cartridges reloads were received fully fired and in good condition. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. Received additional information per sales rep.: on what tissue type was the device used? Stomach at what location on the tissue? Top of stomach (end of sleeve gastrectomy). On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 5th, 6th. Was it used on thick tissue? Green. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the 'click'? Yes. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Gold was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Across staple line. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. "Longer hospitalization" is mentioned, how much additional time. Is there any other additional information you would like to share about this device or procedure? I was present during the gastrectomy.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.